Event description:
It was reported that the patient had the artificial urinary sphincter balloon component replaced due to fluid loss from a hole in the flange of the balloon. Following the revision surgery, the patient fully recovered. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pressure-regulating balloon of this artificial urinary sphincter (aus) at our quality assurance laboratory, the component underwent a thorough analysis. Visual examination identified a tear in the shell proximal to the sphere-adapter junction. The damage is consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon was not functionally tested due to the tear. Based on the information available and analysis results, the reported fluid leak and hole in the balloon were confirmed to have contributed to the reported clinical observation.

Event description:
It was reported that the patient had the artificial urinary sphincter balloon component replaced due to fluid loss from a hole in the flange of the balloon. Following the revision surgery, the patient fully recovered. No patient complications were reported.